Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Patient age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Patient weight: requested, not available due to hospital policy. Patient ethnicity: requested, not available due to hospital policy. Patient race: requested, not available due to hospital policy. Patient implanted date - device was not implanted . Patient explanted date - device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea) /hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device was used during a procedure, when the device sheath assembly was withdrawn, after the insertion sheath and the device was properly mated, the device/sheath assembly was withdrawn together, when hemostasis failed. Manual compression was applied to achieve hemostasis. Estimated blood loss was less than 250cc. There was no health damage to the patient. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. The event occurred intra-operative.